Event description:
Caller alleges inaccuracy with inratio. Results as follows: date: 2007, inratio: 1.9 (2007), lab: 7.2 (three days later).

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2007, inratio: 1.9 (2007), lab; 7.2 (three days later), mean: 4.6, confidence limits: 2.6 - 6.9. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. A valid testing time interval between comparisons is 3 hours or less. These 2 readings are 3 days apart. As a result, the comparison results are considered invalid. The results are not considered discrepant within the context of the documented variability for inr testing. Therefore, further testing is not required at this time.